Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that he pulled the microcatheter while it was being trapped by calcium and he thought that pulling stress made the catheter tip to become separated. The patient had been fine after the pci. The subject microcatheter was returned for evaluation. The returned microcatheter had its tip segment missing. On the remaining tip, scratches were observed which were assumed to be caused by contact with calcium. Proximal to the tip breakage site, circumferential cracks were observed. This characteristic suggested that the tip became separated due to ductile stress. By measuring the length of the remaining tip, it was concluded that the tip was pulled and torn off at approximately 2mm where lay the border between the polymer-only segment and the polymer-and braids segment of the tip. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that ductile stress exceeding the product design limit was inadvertently applied while the tip of the subject microcatheter was being trapped by calcium. There was no indication of product deficiency. Instructions for use states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that during, the subject microcatheter was used to support a 0.014icn guide wire in the collateral channel in percutaneous coronary intervention (pci) to treat a moderately calcified cto in the lad #8. During catheter advancement, its tip got trapped by calcium in the collateral channel and became fractured. Although attempted, it was unable to retrieve the separated tip. The physician decided to leave it as is and finish the pci based on his clinical judgment that the separated tip was not likely to flow out of the collateral channel.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.